Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient visited the surgeon after a second procedure on their hip with complaints of their hip feeling different then it used to. The patient did not complain of pain; however, after x-rays the surgeon identified a dislocated poly insert. The patient had a hybrid hip with a depuy orthopedics cup and liner with a djo stem and head. The poly insert had worn out and was replaced a few months ago. The new poly soon dislocated from the cup. Neither issue had to do with the djo stem or head. The surgeon decided to remove the old cup and liner and replaced it with a another depuy cup and liner. He also replaced the head with a new metal head.